Event description:
During attempted pta of sfa, a reentry balloon and the outback reentry catheter was used. The operator of the catheter was unable to deliver the outback reentry catheter due to the acute angle of the aortic bifurcation. When they tried to remove the outback catheter, the plastic tip of that catheter broke loose and that piece was redirected into a small branch of the left profunda. The procedure was then terminated due to the inability to get intraluminal access into the right popliteal. The plastic tip is approx 2mm. The tip will remain in the pt. No attempt will be made to remove the plastic tip.